Event description:
It was reported that the user experienced hypoglycemic events after announcing a meal while glucose was trending downward following a prior correction, resulting in a lowest reported blood glucose of 40 that was corrected with oral glucose. Symptoms included low glucose with alerts for urgent low soon and low glucose. Outcomes included self-treatment with oral glucose and recovery without hospitalization. Investigation included review of user reports and device data trends. Investigation of this case revealed that the hypoglycemia was attributable to user timing of a meal announcement during a downward glucose trend after a correction dose. It was concluded, based on previously established findings for similar reports, that the cause was user-related timing contributing to hypoglycemia.